Event description:
The customer stated he was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the report was 182 mg/dl. The customer stated that the insulin pump alarmed no delivery. Troubleshooting could not be performed due to the insulin pump being without battery power. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.